Event description:
Pt status post plate and screw implantation, orif distal humerus, on (B)(6) 2011 returned to surgeon for f/u visit approx 2 weeks post operatively. An x-ray showed that four of eight screws are backing out of the plate. Surgeon will monitor the pt with no revision at this time. This is 5 of five reports for this event.

Manufacturer narrative:
Product not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.